Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided. It was reported the consumer noted the hcp had a patient whose battery died. No further information was provided. The patient's information, other medications being taken, diagnostics/troubleshooting performed, actions/ interventions taken, any symptoms experienced, cause of the issue and if the battery dying was unexpected were not provided at the time of this report. If additional information is received, a follow-up report will be sent.